Event description:
It was reported that, "from pa "we are having some trouble with the 0 suture we use to close the subcutaneous skin in hips and knees. The needle we feel bends too easily and actually broke in a knee. Fortunately, we found the piece but this case made us realize that if available we would like to use a stronger needle."

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. No inventory available for the lot reported. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batch used in the manufacturing of the lots reviewed. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lot. The needle supplier has been made aware of this complaint for a continued investigation. (B)(4).